Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise, under sensing as well as loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) provided advise on programming options. No adverse patient effects were reported. This system remains in service.